Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the bronchial cuff did not inflate properly and thus the right lung could not be sealed. The tube was replaced. No report of a pt injury.